Event description:
Caller reports running correlation with coaguchek s test system and is unsure which device produced a specific result. The following results were reported from coaguchek s/lab comparisons: 6.0 inr/4.4 inr, 2.4inr/1.9 inr; 3.7 inr/2.7 inr, 3.2 inr/2.1 inr; 2.4 inr/1.9inr, 3.2 inr/2.1 inr. No action was taken based on device results. No adverse event reported. Comparisons performed at a medical facility. Coaguchek s test system: meter test strip lot/cat/expiration date unknown.

Manufacturer narrative:
Suspect device: coaguchek test strip. Multiple medwatches were initiated due to caller being unsure which test system produced the results provided. Reference medwatch patient for additional test systems that potentially produced results provided.